Manufacturer narrative:
(B)(4). The sample was not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report of a system error 2240 (air in cassette) alarm was not confirmed and the cause was not identified because the sample was not returned for evaluation. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 2 of 4. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to cycle power the hc. The tsr assisted to retrieve the cassette and advised the hp to let the nurse know about the alarm. The hp stated that she did not disconnect, there were no unused lines and no leaks. No patient injury or medical intervention was indicated at the time of the initial report. This writer contacted peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 regarding the reported problem. The pd rn stated that they did talk to the patient regarding the reported problem. The hp did not start over with new supplies, they just ended therapy. The hp has been continuing therapy without further problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.